Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, the patient reported their pump started ¿beeping¿ about 24 hours ago. The patient had only been able to get one 0.1mg bolus and hadn¿t been able to get a bolus in the last 24 hours. The patient was seeing the error message 8286 (empty pump) on their ptm (personal therapy manager) and stated they had been seeing that message for 24 hours. The patient thought he was still getting some medication because otherwise he would be in a lot more pain than he is now. The patient¿s pain level continues to increase. The patient¿s pump was to be refilled on (B)(6) but was rescheduled for (B)(6) because the healthcare provider was out of the country until (B)(6). The patient stated he had no way to get a hold of the healthcare provider. The pump was used to deliver prialt. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information.